Event description:
A caller reported a cartridge alarm 30, which occurred during the load process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge correctly, and the caller was able to resume insulin therapy successfully. The issue was resolved, with the customer requesting replacement cartridges, which will be sent via a goodwill order.